Event description:
The customer reported that the system continued to emit x-rays. The field engineer noted that this did not occur during a procedure with patient involvement. The system produced uncommanded x-rays. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray button was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.